Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient the patient was implanted with a hf sensor delivery system. The following day, the patient began to experience chills and a fever. In turn, the patient went to the emergency room. Additional symptoms were low back pain, full body myalgia and arthralgia, nausea, vomiting, shortness of breath, lower extremity edema, and minor weight gain. Chest x-ray results revealed no significant changes. As a result, the patient was given lasix intravenously along with antibiotics. It was noted the patient's issue was not device or procedure related.